Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical . A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the cycler needed to discontinue a pd treatment due to illness. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment at home on (B)(6) 2024 due to illness unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was safely disconnected from the cycler and transported to the hospital and was admitted on the same day. It was believed the patient is undergoing ccpd therapy on a hospital provided cycler (unknown brand and model) but the outpatient clinic has not received all the details concerning her hospitalization. It was confirmed the patient¿s illness was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains hospitalized while awaiting discharge to home. The patient will continue ccpd therapy on the same liberty select cycler upon discharge.

Manufacturer narrative:
Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the cycler needed to discontinue a pd treatment due to illness. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment at home on (B)(6) /2024 due to illness unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was safely disconnected from the cycler and transported to the hospital and was admitted on the same day. It was believed the patient is undergoing ccpd therapy on a hospital provided cycler (unknown brand and model) but the outpatient clinic has not received all the details concerning her hospitalization. It was confirmed the patient¿s illness was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains hospitalized while awaiting discharge to home. The patient will continue ccpd therapy on the same liberty select cycler upon discharge.

Manufacturer narrative:
Correction: b.2.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the cycler needed to discontinue a pd treatment due to illness. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment at home on (B)(6) 2024 due to illness unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was safely disconnected from the cycler and transported to the hospital and was admitted on the same day. It was believed the patient is undergoing ccpd therapy on a hospital provided cycler (unknown brand and model) but the outpatient clinic has not received all the details concerning her hospitalization. It was confirmed the patient¿s illness was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains hospitalized while awaiting discharge to home. The patient will continue ccpd therapy on the same liberty select cycler upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the cycler needed to discontinue a pd treatment due to illness. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a pd treatment at home on (B)(6) 2024 due to illness unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was safely disconnected from the cycler and transported to the hospital and was admitted on the same day. It was believed the patient is undergoing ccpd therapy on a hospital provided cycler (unknown brand and model) but the outpatient clinic has not received all the details concerning her hospitalization. It was confirmed the patient¿s illness was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains hospitalized while awaiting discharge to home. The patient will continue ccpd therapy on the same liberty select cycler upon discharge.